Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient was hospitalized on (B)(6) 2024 because of dibetic kitoacidosis seizure or diabetic coma. The length of hospitalization was 2 days. The blood glucose level was 15 mmol with presence of high ketons at the time of hospitalization therefore the patient was treated with IV insulin drip artery drip. Patient reported confusion vomiting at the time of hospitalization. No further information was available.